Event description:
It was reported that the patient had minimal pain relief and the ipg was taking several hours a day to charge. The patient underwent an ipg replacement procedure and a non-rechargeable ipg was implanted. The explanted device was kept by the medical facility.